Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass it was discovered that there was foreign fluid inside the centrifugal pump. The foreign material looked like a clear priming fluid that was extremely foamy and covered the entire back housing behind the magnets. The issue was noticed when rewarming with the cross clamp when the pump head started making noises. The user came off bypass and the pump was disengaged and inspected. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 16, 2016. Method: actual device evaluated; visual inspection; composition testing; manufacturing review. Results: improper physical structure. Conclusions: human factors issue. Upon visual inspection of the returned sample, it was confirmed that there was fluid in the back housing of the centrifugal pump. Analysis of the material found that it was a water based fluid. Although it is unknown as to when the fluid got into the back housing of the pump, it is likely that during prime, there was a leak to the back housing of the unit. All centrifugal pumps are 100% leak tested in process and undergo several visual inspections throughout the process. It is likely that damage occurred to the separator after final release, causing fluid to slightly leak through during prime and remain in the back chamber during cpb. Review of the device history records revealed no manufacturing issues. This complaint has been confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.